Event description:
Customer reported an issue of the ball jig does not pass. Clogging of the suction channel. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported. Device evaluation found clogging of the suction channel due to insufficient cleaning (clogged with foreign matter). This report is being submitted for insufficient cleaning (clogging of the suction channel) found during device evaluation.

Manufacturer narrative:
The device was received and evaluated. Device inspection and evaluation, the following findings were noted: insertion part angle wire observed with wear, frayed. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. The insertion part crushed due to an external factor. There are scratches on the insertion part, operation part, cover, control knob (up/down, right/left) knob, rl angle fixing knob grip, universal cords, scope connectors, due to external factors. The curved rubber adhesive is missing, paint on the air / water supply cylinder is peeled off. Clogging of the suction channel, (clogged with foreign matter) dirt on the operation part that is difficult to remove due to handling (insufficient cleaning) was noted. The suction cylinder found scraped. Based on device evaluation findings, the failures found were found to be likely attributed to handling, external factors and insufficient cleaning issue. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-feb-2022. Correction: d5 - healthcare professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to inappropriate or insufficient reprocessing method or handling. Olympus will continue to monitor field performance for this device.